Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any supplemental medwatch will be filed.

Event description:
It was reported that during a cardiac interventional procedure a filter detached and was surgically removed. The lesions being treated were located in the posterior descending artery (pda) and saphenous vein graft (svg). First, another MFR's 2.25 x 18mm stent was deployed in the pda following predilation. Then, 4 stents were placed in the svg. Due to "slow blood flow" noted by contrast injection, the filterwire ez was inserted. Two liberte stents were then deployed in the svg, being placed proximal to the filterwire. The stent delivery systems were removed without incident, another MFR's guidewire was advanced and the filterwire removed without difficulty. Angiography following removal showed a fragment of the filterwire remaining in pt. Per the procedure notes, "filter snugged on stent d/t tip marker band from the easy wire delivery catheter". It was reported that it appeared that the spinner tube may have stuck, and following removal of the filterwire the nitinol loop and filter were noted to be detached and remaining in the vessel. Attempts were made to retrieve the detached filter and loop with balloon inflations, guide catheters and another MFR's retrieval system, however, these attempts were unsuccessful. The pt was taken to surgery for successful removal of the fragment and CABG. The pt was discharged 4 days later, and status was reported as "stable".